Manufacturer narrative:
(B)(4). Investigation eval and corrective actions are in-process. A follow-up report will be provided.

Event description:
The customer called to ask if it is possible to prime the spectra optia system a second time. He stated they had connected the fluids incorrectly, acd-a was connected to the prime saline line and saline was connected to the acd-a line. The customer had then primed the system for a red blood cell exchange procedure. The pt was not connected to the machine. The customer would not provide pt identifier or age info. This report is being filed due to the potential for injury from over-anticoagulation.